Event description:
It was reported that the device was acting up and getting very warm during use on a patient. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The suspected device is expected to be returned for evaluation. A follow up report will be submitted once product history review and investigation are complete.